Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, it was reported that sleeve handle will not stay on sleeve introducer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the s-rom*handle sleeve driver presents signs of normal use. Even though a proper assessment was not completely perform since the subcomponent was not returned for evaluation. The device was manually inspected and the retractable mechanism (bolt), functioned as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune femoral introducer would have not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ay0306) provided is not a valid finished goods lot#. Corrected: h3. Added: h4.

Event description:
It was reported that during a total hip replacement procedure, the sleeve handle would not stay on the sleeve introducer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.